Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; impact of aortic stent-graft oversizing on outcomes of the chimney endovascular technique based on a new analysis of the pericles registry donas et al, marco v usai, department of vascular surgery and endovascular surgery, (B)(6). Sagepub.com/journals-0(0) 1¿6 doi: 10.1177/1708538118811212. Average age. Predominated gender. Exact date of death unknown. Exact date of event unknown. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were used during the chevar treatment in patients on unknown dates. The following adverse events were reported: death. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.